Manufacturer narrative:
(B)(4). Date sent: 6/18/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished el5ml, with lot number a99a20, and no non-conformances were identified. Additional information was requested and the following was obtained: the clips did not close well. Similar complaint as in a previous case. This time it is an el5ml. Instrument no longer present. No further information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clips didn't close well. No further information available. No patient consequences were reported.